Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a low blood glucose level but the sensor did not alert her. Customer's blood glucose level was 46 mg/dl. Customer treated her low blood glucose level with orange juice and a cup of (B)(6). Customer's sensor glucose level was 85 mg/dl. Customer will not be returning the device for analysis.